Manufacturer narrative:
Tracking #.50915. Based upon inquiry info rec'd, visual examination and functional test, no conclusion could be reached as to how the reported event occurred. The instrument was rec'd with two staples in the nose, one formed and one on firing position. The formed staple was removed and the instrument was cycled the remaining 9 staples well formed. No anomalies could be identified during testing.

Event description:
It was reported by the rep the device was used during a laparoscopic hernia. It was reported when stapling "mess" anterior the ems stapler became jammed then fired three staples. The staples could not be cleared. A new ems stapler was used to complete the case. There was no consequence to the patient.